Manufacturer narrative:
The complaint received states that this cypher stent patient experienced restenosis approximately two years post implantation. This is a (B)(6) male with medical history including cad, thyroid nodules, depression, anxiety, asthma, ex-smoker and allergies to pcn and compazine. The patient left an e-mail message on (B)(6) 2011 requesting medical information and additionally reported an adverse event. Patient was contacted on (B)(6) 2011. On (B)(6) 2009, the patient had a cypher stent placed in the rca as treatment for a "heart attack." The patient was scheduled at that time to have additional stents placed, and had two cypher stents placed in lad on (B)(6) 2009. Beginning (B)(6) 2011 the patient experienced "both stents in lad are fully blocked." Physician was aware. No treatment reported. Ii is unknown if the patient was maintained on an anti-platelet regimen. The patient reported that the physician informed him that he is not a candidate for a bypass. Event is ongoing. The cypher stents remain implanted thus unavailable for analysis. There is no sterile lot number information available thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Known cad and ex-smoking. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2011-00442 and 3003742446-2011-00443.

Event description:
A cypher stent patient left an e-mail message on (B)(6) 2011 requesting medical information and additionally reported an adverse event. Patient was contacted on (B)(6) 2011. On (B)(6) 2009 the patient had a cypher stent placed in rca as treatment for a "heart attack." The patient was scheduled at that time to have additional stents placed, and he had two cypher stents placed in lad on (B)(6) 2009. Beginning (B)(6) 2011, the patient experienced "both stents in lad are fully blocked." Physician was aware. No treatment reported. The patient reported that the physician informed him that he is not a candidate for a bypass. Event is ongoing.

Manufacturer narrative:
Concomitant medications: the patient reports taking the following medications currently: buspirone, cozaar, isosorbide, lopressor, singulair, synthroid and zetia. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2011-00442 and 3003742446-2011-00443.